Event description:
It was reported that the patient was on the ventilator when she desaturated, her pupils became fixed and dilated, and she was non-responsive. The patient¿s family also reported that the ventilator appeared to be working normally with no alarm conditions. The patient was transported to the ER by the paramedics using manual ventilation and supplemental oxygen. The physician provided narcan to the patient as the patient had received oxycontin (dosage given was unknown). The physician noted in his report that the patient had a mucus plug, uti, pneumonia, and possible drug overdose but could not rule out ventilator failure. The patient had recovered, was placed on another ventilator and is reported to be doing fine.